Event description:
Patient was awake/oriented and sitting up in the kinaire speciality bed eating lunch. The patient slid down the side of the bed and on to the floor. (Two siderails were up.) The patient told spouse and the nurse that the mattress is too slippery and this is what contributed to the fall. The patient did not have any injuries. The kinaire bed was discontinued and a regular bed was used.